Event description:
This ra lead was implanted on (B)(6) 2007, and remains implanted at this time. A call was placed to technical services on 06/22/2018, stating that noise was observed the ra channel. Additional information was received, reported that noise could not be recreated. No changes made. No evidence of inappropriate therapy. No adverse patient effects were reported. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).